Event description:
A surgeon reported during intraocular lens (iol) implant surgery the iol got stuck in the delivery system. The surgeon stated, due to the applied force, the capsule ruptured. The event resolved without treatment. Additional information has been requested. There are three medical device reports associated with this event. This report is for the second patient.

Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. Root cause has not been identified. There have been two other similar complaints reported in the lot number. Additional information has been requested. (B)(4).